Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, went to take the insulin pump off at the lake and the buttons weren't responding correctly. The night prior the battery wouldn't turn the device on and had to loosen the cap a little so it will work. Customer's blood glucose was unknown. Troubleshooting was performed and it was noted the device had some minor scratches on the display. The device has also been dropped into the river a year ago though. The device is not returning.